Event description:
Pt implanted with philos plate, six locking screws and one cortex screw on (B)(6) 2010 for a right humerus fracture. During a schedule removal on (B)(6) 2012, the cortex screw was removed, however, the surgeon was unable to remove the six locking screws and the plate as the screws were blocked. The plate and six screws will remain implanted in the pt. This is the 6th of 7 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.